Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed the compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window. The pump was received with a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 7.5 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped recently. The customer stated that the drive support cap was sticking out. The insulin pump will be returned for analysis.